Event description:
The original implant was done on (B)(6) 2012. No problems with the hardware were noted between the original surgery date and planned explant procedure on (B)(6) 2013. On (B)(6) 2013, the hardware was reexposed and locking caps were removed using the suggested technique. The final cap would not come out despite repeated attempts. During the final attempt the screwdriver tip broke. All pieces were retrieved successfully. The process was tried a second time and a second screwdriver tip broke. Pieces were again retrieved. The surgeon then cut the rod in situ using a metal cutting high speed burr. Once the rod was cut, the surgeon removed the polyaxial screw, short rod piece, and locking cap as a unit. The screw came out successfully and all pieces were saved. The wound was irrigated and closed in the usual manner and the planned explant was considered and success. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device is an instrument nad is not implanted/explanted. Placeholder.

Manufacturer narrative:
Device is for treatment, not diagnosis.a review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition..